Event description:
It was reported that the customer had a loose drive support cap and physical damage on the insulin pump. Customer's blood glucose level was 322 mg/dl. Customer's father stated that when the customer was filling the line, the battery died and he noticed there was a round circle at the end of the pump, which he pushed. Customer tried it to fill it again and the whole end piece came out and is now sticking out at angle. Customer treated with the pump and was advised to disconnect from the pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.